Manufacturer narrative:
The device was manufactured december 1, 2015 - december 2, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor¿s bladder ruptured during patient infusion there was no report of patient injury or medical intervention associated with this event. No additional information is available.